Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what were the indications for surgery? Rectal cancer. What is meant by, ¿tobacco pouch¿? The normal fixing procedure of the head to the bowel (with suture). What healthcare professional fired the device and what is his/her experience with the device? A highly experienced general surgeon (over 15 years). Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? High-b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No, normal closing feeling of the rotation ring. Was the device difficult to fire? Yes, it seemed immediately after firing a little stiff. Did the healthcare professional receive audible & tactile feedback when firing the device? The audible feedback was different from usual and it was immediately clear that something had gone wrong. Were the donuts inspected? If so, please describe. Perfectly intact and regular. Was a complete transection of the white breakaway washer visually confirmed? Maybe not (but on this detail the customer is not certain). Was the tissue stapled at all? If so, can you further describe the shape and location of the staples? No point is present in the stapled area. What is the current status of the patient? Fortunately, the patient is improving good.

Event description:
It was reported that during a low anterior resection procedure, the stapler was correctly introduced to perform an anastomosis terminus/terminal, after packaging of the tobacco pouch, is closed correctly but does not apply the points going only to resect the tissue. Anastomotic cuts are intact and circular. The surgeon, a laparoscopy kol, has been using this device for years and knows exactly how to use it. The procedure has been completed performed pneumatic test which confirmed complete absence of formed points. Immediate conversion to laparotomy, preparation of distal tobacco pouch with re-anastomosis with other circular stapler (competitive). The new anastomosis is lower and consequently more critical for leaks and dangerous for the patient. Aes: longer hospital stay, increased risk of severe postoperative fistula, more anesthesia and 3 hours extension of the surgical procedure.

Manufacturer narrative:
Product complaint # (B)(4). Batch # n54a9m. Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. In addition, the washer were noted to have nicks; this damage is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.